Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was 189 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.